Manufacturer narrative:
Results of investigation: error 6 means: that there is a small leak between 0.7 to 5.0 lpm at 0 steps of the inspiration valve (= valve fully closed). Root cause failure: defective inspiration valve nt.

Event description:
It was reported to vyaire medical that the bellavista1000 us had tf 316, 401, 400, 300, and 545. No patient involvement was reported.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation: g6, h2, h6, and h11. Results of investigation: no performance issues were found. Due to being returned without esd protection, the returned unit will be scrapped per procedure 1501-089-000-swi failure investigation.